Manufacturer narrative:
Block h6: imdrf code a040609 captures the reportable event of anchor bent. Investigation results summary the overstitch suture was returned for analysis. The customer provided pictures which displayed three different sutures confirming the upn and batch number, including the reported bent overstitch suture. The visual inspection identified that the anchor was bent, and the suture was in good condition. However, the reported event of suture material frayed could not be confirmed. The reported event of anchor bent was most likely due to procedural factors such as handling of the device and the technique used by the physician (force applied), which could have resulted in the damage encountered in the device all compiled information on this investigation determines that the most probable cause is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that on an unknown date, an overstitch suture was used during an esg procedure. After loading the suture but before beginning the suture sequence, the physician noticed that the suture was shredded. During the device investigation, the suture anchor was identified as bent. The suture was replaced with a new suture and the procedure completed. There was no patient complications reported as a result of this event.